Event description:
Pt was admitted with a gi bleed. Pt had a colonoscopy in 2004. Colon was full of ulceration, necrosis, and exudate. There was an increased likelihood of perforation due to ulcerations and necrosis. Procedure to 60 cm then terminated due to friable tissue. Flat plate to abdomen done post procedure because of friability of tissue. Free air was found in abdomen. Pt went to or within 3 hours of procedure where a laparotomy and oversewing of tear was performed. Pt expired 3 days later at 01:15.